Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using a vitros trop I es reagent on a vitros 5600 integrated system. Vitros trop I es result: 1.65 ng/ml vs expected <0.012 ng/mlbiased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside the laboratory and a corrected report was later issued. There was no allegation of patient harm occurring as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result for a single patient sample was obtained using a vitros trop I es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined. Pre-analytical sample handling or a transient analyzer issue could not be ruled out as possible contributing factors. The investigation found no evidence of an issue with the vitros trop I es reagent.